Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including fibromyalgia, muscle issues, back problems, unable to walk, bloody nose, pain, tiredness, unable to work, asymmetry, burning sensation, unable to sleep, inflammation, and bleeding. The patient also reported hematoma on the right side and neoplasm malignant on the left side. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On jun 12 2022, additional information was received indicating the device was manufactured in leiden, ned. These devices are not marketed for sale in the u.s. And are therefore not reportable. No further investigation will take place regarding these devices. Manufacturer¿s reference number: (B)(4).